Manufacturer narrative:
The manufacturer did not receive the affected devices, x-rays, or other source documents for review. The cause for this specific event cannot be ascertained from the information provided. Should add'l info be rec'd, or the product is returned and investigation and the result becomes available that might change this assessment; an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient rec'd and alloclassic offset stem, right side. Exact date of the implantation surgery was not provided. On (B)(6) 2014, it was reported that the patient was experiencing pain and the level of ions in his blood is elevated.